Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Patient information - ni, date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, initial reporter - ni, manufacture date ¿ ni. This report is number 4 of 4 mdrs filed for the same patient (reference 0001825034-2017-00657, 0001825034-2017-00658, 0001825034-2017-00659, & 0001825034-2017-00660).

Event description:
Patient has been indicated for revision due to unknown reason. No additional information provided.